Manufacturer narrative:
Device history records for the articular surface and lockdown screw were reviewed to confirm completeness and that they were manufactured, inspection, and packaged to the specifications at the time of manufacture. No deviations or anomalies were found that pertain to the stated event. This device is used for treatment. The articular surface was implanted without the metal insert and lockdown screw. It was determined to use a 17mm after the tibial plate was cemented in without a taper plug; therefore, the articular surface and the packaging contents were not returned for review and the complaint cannot be confirmed. There is currently no additional inventory for this part and lot combination; the entire lot has been exhausted through shipments to customers and distributors. This type of articular surface has the insert and screw packaged outside the articular surface cavity in separate package materials. After the articular surface is sealed and placed in the carton the insert and screw package are placed in the carton. This additional package could have been mistaken for packaging material and discarded. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the articular surface was missing the metal insert and screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.